Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found out that the f1 on the workstation dc distribution board is blowing and the customer also saw a spark from the top of the system interface board. The ge rep tested the system and found a cap had melted on the system interface board which caused the fuse to blow. A system will not boot up error message displayed on the right monitor. The rep was unable to open the file on the c drive. He replaced the cpu board, the system interface bd, and the hard drive. The system is now booting up properly.

Event description:
The customer reported that the monitors were not working.